Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation procedure, faradrive steerable sheath clear was selected for use. It has been mentioned that bubbles in the sheath did clear despite proper aspiration and flushing. Pressure bag was used for the irrigation of sheath. The bubbles were noted at the flushing line. The guidewire was pulled back when the farawave was inserted into the sheath. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it was disposed.